Event description:
This serious spontaneous report was received from a consumer in the united states. The pt, a (B)(6) male, experienced increased blood pressure and dizziness from his baseline since receiving the euflexxa (1% sodium hyaluronate) injections for an unk indication. On (B)(6) 2010, the pt reported that he received the first euflexxa injection in the left knee for an unk indication. On (B)(6) 2010, the pt was seen in the medical clinic for checkup and his blood pressure was 190/158. The pt reported that his baseline blood pressure was 130/85 when he took his blood pressure medication. On (B)(6) 2010, an electrocardiogram (EKG) was performed and results were unk. On (B)(6) 2010, the pt was hospitalized and released on the evening of (B)(6) 2010. On (B)(6) 2010, the pt reported that he returned to his orthopedic physician and received the second euflexxa injection in his left knee. The pt reported that on the same day of the second euflexxa injection, he experienced dizziness and blood pressure of 190/140. At the time of the report, the adverse events were ongoing with the blood pressure reading of 190/135. Euflexxa injections were discontinued.

Manufacturer narrative:
Medical history was provided and included no use of alcohol, denied hepatic or renal dysfunction. Concomitant medications were provided. If new significant info received, a re-evaluation of the case will be performed. Root cause analysis: based on info reviewed rca is possible.